Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose of 400 mg/dl and 39mg/dl. The customers another blood glucose level was 92 mg/dl, 96 mg/dl. The customer¿s high blood glucose level was treated with the insulin pump and low blood glucose level was treated with glucose tablets. Troubleshooting was done for high blood glucose and under delivery and also for low blood glucose level and over delivery. The customer was neither in the emergency room, nor admitted into hospital as a result of high and low blood glucose. The insulin pump will not be returned for analysis.